Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: etew2828c82ee, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown size ruptured abdominal aortic aneurysm. It was reported that intervention was performed 14 days later due toa proximal ia endoleak. An endurant cuff was implanted as treatment along with bilateral renal stents as part of a chimney technique. This resolve the endoleak. It was reported that the aneurysm size was then increasing. A type ii endoleak was diagnosed which was a result of open lumbar arteries and a short seal zone distally was also identified. Treatment was performed 6 years post the index procedure, the type ii endoleak was treated with percutaneous occlusion of visceral arteries with coils and filling the arteries with a liquid embolic. The left stent graft limb was extended with a limb extension to resolve the short seal zone. Two weeks later an onset of fever occurred with some signs of infection in the patient where they received treatment and hospitalization. As per the physician the cause of the type ii endoleak was open lumbar arties. The physician also reported it was difficult to assess the fever as having a relationship with the endurant device as the event was thought to be a non-infectious inflammatory effect caused by onyx no additional clinical sequel were provided and the patient will be monitored.